Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus (B)(4) (oekg), omsc surmised there was the possibility this phenomenon was attributed to the fan failure due to the deterioration with long-term repeated use passing more than 5 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the fan of the subject device was problem after the procedure. The field service engineer of olympus (B)(4) (oekg) checked the subject device at the user facility. It was found the fan failure of the subject device which might have caused the problem what the user reported. The field service engineer replaced the parts. There was no patient injury associated with this report.